Manufacturer narrative:
The insulin pump passed the functional tests including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. Multiple boluses were program and delivered. All boluses were delivered and properly recorded in bolus history and properly recorded in download history report. No delivery anomaly was noted during testing. Device functioned properly. Device had minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose in the 400 mad 500 mg/dl range. Blood glucose at the time of the call was 227 mg/dl. No issues with set, insulin or settings were found during troubleshooting but the customer stated that the bolus history was incorrect as it was missing a bolus and also, she declined to check the cannula. The insulin pump was replaced and returned for analysis.